Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. The reported high power event was confirmed via review of the log files which revealed a slight increase in power consumption starting on (B)(6) 2021, followed by a sharp increase in power consumption on 1 (B)(6) 2021, leading to parameters above normal operating range; 257 high watts alarms were logged since (B)(6) 2021. Information received from the site indicated that, in addition to the pump's high power consumption, the patient was noted to have elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels and a device thrombus was suspected. An echocardiogram also showed the left ventricle shrinking. The patient was initially treated with thrombolysis, but the pump was later exchanged. The patient had also experienced a subarachnoid hemorrhage. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the device. As a result, the reported thrombus event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of device thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to a subarachnoid hemorrhage. Two days later, the ventricular assist device (vad) exhibited high power alarms and log files revealed power consumption above normal. The patient was noted to have elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. As a result, thrombus was suspected in the vad. An echocardiogram also showed the left ventricle shrinking. Thrombolysis was initiated and the patient's condition was controlled with heparin. Due to the patient's fever there was no initial intention to exchange the vad. However, the vad was exchanged due to the suspected thrombus a week later. No further patient complications have been reported as a result of this event.